Event description:
It was reported that the vns patient¿s device showed high impedance. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicated that the patient underwent generator and lead replacement. The lead impedance with the new vns system was within normal limits. It was reported that the lead impedance prior to device replacement was high (dc dc code - 7). The device was off (0ma) at interrogation.

Event description:
Additional information was received containing some programming history for the patient, on which the high impedance was confirmed from the (B)(6) 2014 clinic date.